Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that a dural tear occurred during the patient's revision procedure. A blood patch was administered to address the symptoms and the devices were removed. The physician noted not being able to implant the surgical lead due to scar tissue. There have been no reports of further complications regarding this event and the patient was implanted successfully a few weeks later.